Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova service investigated the returned s5 double roller pump and could confirm the reported problem. The reed contact was defective. It was replaced, the pump tested ok and a technical safety inspection performed successfully. The pump will be returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the s5 double head pump alarmed that the cover was open and the pump would not rotate post-procedure. There was no report of patient injury. The plastic cover was replaced, but the issue was not resolved. A sorin group technician determined the issue to be caused by a defective reed contact inside the pump head. This component is responsible for cover monitoring. The pump will be returned to sorin group (B)(4) for evaluation and repair. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump alarmed that the cover was open and the pump would not rotate post-procedure. There was no report of patient injury.